Manufacturer narrative:
Date of event: aware date of (B)(6) 2023 used as event date is unknown. Implant date: 2015.

Event description:
It was reported that a central leak occurred. Procedure summary: on an unknown date in 2015, the patient was successfully implanted with a 25mm lotus valve. Event summary: seven (7) years later, in (B)(6) 2023, the patient was diagnosed with central valvular regurgitation. A valve-in-valve procedure was performed with a non-boston scientific (bsc) valve. Patient status: no patient complications were reported.